Event description:
Patient's meter was reading inaccurately erratic. They reported obtaining a "46 mg/dl and 130 mg/dl" within 10 mins. They did not have symptoms at any time. No medical care was received from a health care professional. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. No adverse event or serious injury occurred. The pt also reported their meter reading blood as control. The customer svc rep was unable to resolve the issue because the pt did not have necessary items to troubleshoot and the meter started prompting "clean test area". The customer svc rep walked the pt through troubleshooting the error message, however, the meter had to replaced due to an unresolved issue.